Manufacturer narrative:
External insulation abrasion was found at 7.8cm, 21.0- 22.0cm, 26.2-26.4cm, and at 48.5cm from the lead tip. The etfe coating was intact at these locations except at the 26.2-26.4cm area of abrasion. Internal insulation abrasion was found at 4.0cm and 4.3cm from the lead tip, under the rv shock coil. The etfe coating was intact at these locations. The rv cable was deformed distal to the connector boot and inside the bifurcation boot. A fracture of the rv cable was found distal to the strain relief coil of the connector leg consistent with fatigue. This fracture is consistent with the observation from the field of high shock impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, high hv lead impedance was observed. The lead was explanted. The patient's condition is well.